Event description:
It was reported to medtronic minimed that the customer difference in sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-7841zn. Troubleshooting was performed for the sensor glucose vs. Blood glucose and the customer was advised to wait at least an hour and if blood glucose was stable, to calibrate. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. The blood glucose value was 137 mg/dl, the sensor glucose value was 63 mg/dl, and the difference in value between sensor glucose and blood glucose was 74 mg/dl, which was not within the target range. No harm requiring medical intervention was reported. Product return requested for mmt-7040a. No product return is required. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.